Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back regarding previously noted therapy issues. Patient stated if they decrease stimulation their symptoms return and if they increase stimulation it is uncomfortable. Patient was seeing message to charge communicator on their handset. Patient will charge communicator and call back for further assistance with therapy adjustment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient couldn't "get this thing to work" no matter what program or setting they placed the therapy on, it didn't help their symptoms. The patient stated they wet themselves 4 times last night and that they couldn't turn the stimulation up too high without electrocuting themselves and that would hurt really bad. Patient services  (ps)reviewed therapy expectations and stimulation considerations with the patient and reviewed the stimulation should always be comfortable for the patient. The patient stated they'd tried every possible setting and it still didn't help. When ps asked the patient for when the issue began the patient replied "off and on since I got it," though they noted that it not helping at all had happened more recently. The patient denied having had any traumas or falls that would have led to the issue. Ps redirected the patient to follow up with their managing health care provider (hcp) to check the implanted system and/or to add additional programming. The patient stated they were going to follow up with their hcp. Patient services updated drs with the patient's updated hcp information. Additional information was received from the patient. They reported that same therapy issues as documented below. Patient said that when turns setting higher to get better symptom control sometimes when they are walking or when they are standing up or sitting down will experience a terrible feeling/aches in their vagina however if they turn the setting down, won't help with symptom control. Patient also said has tried different programs. Patient said that had an MRI about six months ago and they didn't place into MRI mode and said that it was around this time frame that patient noticed the change. Patient was redirected to follow up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.